Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon was torn longitudinally. Functional analysis could not be performed due to the condition of the device. The device failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure on (B)(6) 2018. According to the complainant, during the procedure, when inflating the balloon to 6 atm the balloon burst. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. This report was originally submitted as part of alternative summary reporting (asr) in q2-2018 under product code knq (exemption e2012013) and can be found in manufacturer report # 3005099803-2018-02481.